Event description:
It was reported that the right atrial lead dislodged. An attempt to reposition the lead was unsuccessful. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).